Event description:
It was reported that the patient with this competitor pulse generator system experienced an infection. Subsequently, the patient underwent a revision procedure and the competitor pulse generator, right atrial lead and right ventricular lead were all explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).